Manufacturer narrative:
Analysis of the lead found external insulation abrasion at 13.5 cm to 13.7 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can. The exposed outer coil is consistent with the observation from the field of high capture threshold and decreased sensing.

Event description:
It was reported that the atrial lead exhibited a high capture threshold and decreased in sensing. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable throughout.